Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. This caused inappropriate atrial pacing. P wave measurement went down. The lead remain in service. No adverse patient effects were reported.